Event description:
Dropping of the picture after sterilization.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for eval. The eval was able to confirm the user's report of image difficulty. The image had a complete breakdown. The image difficulty was isolated to a damaged r-unit, the related ccd chip was at the end of the expected live. The device was serviced and returned to the user facility. There has been no info provided that the defect occurred during the procedure and a pt has been put at risk. However, it cannot be excluded. This report is being submitted as a medical device report in an abundance of caution.